Manufacturer narrative:
Evaluation of the returned catrx confirmed that the catheter was fractured. If the catrx is retracted at an extreme angle against resistance, damage such as a kink and subsequent fracture may occur. The root cause of resistance during the procedure could not be determined. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using an indigo system catrx aspiration catheter (catrx) and a non-penumbra guide catheter. During the procedure, the physician completed three passes using the catrx and guide catheter. While removing the catrx from the guide catheter during the fourth pass, the physician experienced resistance and felt the catrx almost snapped. After removal of the catrx, the physician inspected the catrx and noticed the distal end had broken off within the guide catheter. Therefore, the guide catheter containing the broken distal end of the catrx was removed. The procedure was completed using a new catrx and the same guide catheter. There was no report of an adverse effect to the patient.